Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed an MRI on their shoulder, but they were refusing to do it as their stimulator had not worked for a year because they were not able to charge their ins. It was reported that it would take several hours to charge and it (patient services understood that the patient was referring to the recharge antenna) would get very hot and it was always this way ((B)(6) 2014). The patient disclosed that they would lay on the antenna because there was no other way to charge it. They stated that if it was not perfect it wouldn't charge. The patient repeated that it would take hours and was very uncomfortable. The patient stated that their therapy worked, but they quit using it because of the charging issues and therefore they stated that the ¿thing had not worked for a year¿. The patient stated that the ins battery must be dead and they tried to charge it and realized they couldn't 9 to 10 months ago (2019). They stated that it wouldn't show that it was charging the ins anymore and they stated that there wasn't anything on the screen. The patient also stated that there was no stimulation or anything, it just lays there dead. Patient services reviewed that the patient would need to have their ins jump started before checking MRI mode. The patient stated that they no longer had a doctor since they had a different insurance. A physician listing was offered and the patient stated that they would like a doctor who could take the device out. A list was emailed to the patient. No further complications were reported/anticipated. Additional information was received. It was reported the patient's ins would not charge and they needed an MRI for pinched nerves and deterioration in their back. The patient's purpose was to call to ask what to do so they could have an MRI. MRI information was reviewed. Additional information was received from the patient. The patient called to report that they ended having their ins and leads removed on (B)(6) 2021, the patient had mentioned that the device quit working and wouldn't charge, and they got it taken out because they were in need of mris.